Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient collapsed in the parking lot of "south centennial manor" and did not remember much about the incident. She reported that someone helped her to get up from the ground and someone wheeled her into the manor, and two nurses called 911. The nurses took a blood glucose reading and treated the patient with IV glucose. The patient started to feel better after the treatment. The paramedics arrived and took the patient to the hospital. The patient was at the hospital since 1:30 pm till about 5:00 pm until the doctor assisted her. The patient was monitored and the nurses were checking her bg readings constantly in between the waiting time, at that time of the event the cgm reading was high. The doctor confirmed that her bg was low. The patient recovered and was discharged. At the time of the report the patient was still experiencing shaky hands and was feeling very exhausted and drained. At an unspecified time of the event the cgm was reading 5.4 mmol/l and the blood glucose reading was 1.2 mmol/l. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.